Manufacturer narrative:
The involved pump arrived at mmdg for evaluation, and was subjected to visual inspection, manufacturing review, volumetric accuracy/flow testing, and a number of other functional tests. Its internal event log was also reviewed. In all cases the pump operated within mmdg's specified thresholds and all alarms, including the occlusion alarm, functioned as intended. The review of the pump's internal event log showed that it appeared to operate as programmed and without any critical errors. The occlusion mentioned by the provider appears in the event log. Based on the log, the pump appears to have detected the occlusion first, and then the pump was stopped and turned off while the provider cleared the line. Based on the evaluation results, it is unlikely that a malfunction of the pump was a contributing factor in the patient's demise.

Event description:
Mmdg was contacted with a request to download the internal event log of a pump that may have been involved with the passing of a patient. According to the provider, "this was a terminal patient but, after death, the family stated concerns about the pump and questioned if it could have contributed to death." Also stated by the provider: "the patient was admitted to service due to end stage heart failure. Infusion was initiated (B)(6). Sometime on (B)(6), pump did not infuse/PICC was clotted. It is currently unclear if the occlusion occurred first or the pump stopped first. (Was pump alarming?) Line was cleared and infusion resumed after approximately 6 hours. Patient expired 3 days later. We do not feel the lapse in therapy contributed to cause of death as the drug being infused has almost immediate onset of action so, once infusion resumed, he was receiving appropriate therapy and he lived for an additional 3 days. The family did question the lapse in therapy, however, so we need the pump history to help clarify events on (B)(6)." Two pumps had been provided to the patient. This report is about one of them. (B)(4).